Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the gastro-videoscope was found to have peeled off adhesive from the distal end forceps cover due to stress or impact to a hard surface. No patient involvement was reported.

Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was peeled off due to stress or impact to a hard surface. Additionally, the ultrasound image has one broken element. The asset scope was repaired and returned to asset stock. A review of the repair history shows the asset was last serviced on june 21, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the manufacturing year of the subject device, the potential cause of the peeling adhesive was due to age-deterioration. It is also possible that the phenomenon occurred because external force was applied to the relevant part by strongly rubbing it during daily use including re-processing. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The OEM will continue to monitor complaints for this device.